Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 6+. It was noted that imaging was very challenging due to acoustic shadow (biological mitral prothesis) and 2d ice was used as an imaging complement. The first clip was successfully implanted at the anteroseptal commissure, although with the impression of partial insertion of the septal leaflet. During the implantation of the second xtw clip, also in the anteroseptal position but posterior to the first clip, there was interaction between the clips, which resulted in slda (single leaflet device attachment) of the first clip, which remained attached only to the anterior leaflet. The second clip was successfully implanted in the anteroseptal position posterior to the first, stabilizing the first clip. A third xtw clip was chosen to further reduce the tricuspid regurgitation. There was significant difficulty in positioning this third clip and achieving good coaxiality. After extensive manipulation, the clip became entangled in the subvalvular apparatus and had to be released with an unsatisfactory insertion of the septal leaflet. The patient remains stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaging another device appears to be related to procedural conditions (poor imaging, interaction with implanted clip during positioning). The reported poor imaging is related to patient condition (shadowing due to previous bio prosthesis). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.